Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: nail proximal locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the nail was broken, and revision procedure were performed. It was posted on a social media and the specific broken nail is not mentioned by nail, but depuy synthes is tagged in the post (the plating system used to treat the patient after the broken nail is clearly the depuy synthes va-lcp proximal femur periprosthetic system). No further information is available. This complaint involves unknown number of devices. This report is for (1) unk - screws: nail proximal locking. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. Complaint is a duplicate and previously reported under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. Complaint is a duplicate and previously reported under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.